Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 - logic femoral ps cem left sz 3, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm, 9999 - femoral stem. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00054. A definitive root cause was unable to be determined; however, may have resulted from malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and patella component.

Event description:
Approximately 5 year(s), 5 month(s) and 17 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced polyethylene wear without evidence of osteolysis. Approximately 11 months prior, the patient underwent an arthroscopic washout procedure reported on 1038671-2024-04721 and 1038671-2024-04722 with the outcome as continuing. The patient underwent a revision for poly exchange with the reported revision of the patella, and poly components. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.